Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's wife described the skin reaction as pain and itching at sensor site. Sensor was inserted at abdomen on (B)(6) 2015. Patient has been taking over the counter advil for discomfort since (B)(6) 2015. Patient contacted physician on (B)(6) 2015, but was not seen by physician. At the time of contact, patient was feeling much better and has no physical signs of skin reaction. No additional event or patient information is available.